Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had broken latches and there was an issue with the display screens colours. There was horizontal stripes observed on the screen and the stylus did not respond. The liquid crystal display screen was replaced. It was also determined at analysis that the flex cable was damaged; the paper drawer was nearly empty. The left and right cord bay latch were broken, and the left sliding rail keyboard cover plate was cracked. The radiofrequency heads upper case was loose, and the cable was twisted, the anti-slip layer was worn out however the rf head is working correctly. Software history errors were found, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had broken latches and there was an issue with the display screen colors. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.